Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a transient non maskable interrupt episode occurred which caused the pulse generator to revert back to backup operation. After the product code was downloaded, normal device functioned resumed. The device battery was tested and found to have reached normal end of life.

Event description:
It was reported that the patient was seen in clinic experiencing fatigue. Pulse generator interrogation revealed that the device was operating in backup mode. The device was explanted and replaced on (B)(6) 2014.